Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used during a sacroiliac and thoracolumbar procedure. It was reported that the system had to be restarted to get it to spin. Rebooting the system resolved the issue. No further information provided at this time. This issue resulted in a surgical delay of less than one hour. No known impact on patient outcome. New information received: patient information provided. The or team was able to take 2d spot images but was unable to perform 3d spin. They restarted the system and it worked as expected. Our field service engineer was called in to look at it and was able to duplicate the issue. A collimating error was preventing the 3d from being taken. The part was replaced and the system has had no issues since.